Event description:
It was reported that this pacemaker system exhibited high out of range (oor) pacing impedances measuring 2057 on the right ventricular (rv) lead. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, there was noise that was being oversensed which resulted in inappropriate atrial tachy response (atr) episodes. Technical services discussed programming options and recommended to perform isometrics to see if the oor impedances can be reproduced. At this time, the pacemaker and rv lead remains in service. No adverse patient effects were reported.